Event description:
It was reported that patient experienced fluid accumulation approximately the size of a baseball in her back where the catheter was placed. A smell that of "old hair spray" and severe headaches were stated. It was added that since her catheter implant patient had had her catheter dislodged twice and had fluid accumulation in her lower back. Patient had been visiting her managing doctor every week for the past 3 weeks and was to visit him as of the date of this report. A catheter dye study done on (B)(6) 2011 confirmed that her system was patent. Drug delivered via the pump was morphine. Patient's next appointment was scheduled for the 2011-(B)(6). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8731sc, serial #: (B)(4), implant date: 2011-(B)(6), explant date: unk.

Event description:
Additional information reported that the patient experienced "repeated leaks." The cause of the event was due to the presence of "excessive" scar tissue that prevented the formation of a "seal" around the catheter at the distal (spinal) segment of the catheter. The pump and catheter were explanted. The patient's pump contained infumorph, but the concentration and daily dosage was not reported. The patient required hospitalization due to the event. The patient recovered without sequelae.